Manufacturer narrative:
This device was removed, replaced and no return of product is intended. As there is no return of product, boston scientific crm cannot confirm nor deny the root cause of this event.

Event description:
Boston scientific crm received information that during a follow up visit, this device and right ventricular lead displayed noise causing oversensing and pacing inhibition greater than two seconds asystole. It was thought the noise was due to myopotentials. The patient with this lead has an intrinsic av block with slow escape rhythm. No inappropriate therapy was reported. A lead revision procedure will be performed in the near future. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this device remains implanted and in service. When additional information is received, this event will be updated.

Event description:
Additional information was received. A revision procedure was performed, this device was removed, replaced and discarded by the facility. In addition, the leads were removed and replaced. No further issues were revealed post procedure.